Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found no nonconformances, and the complaint was unverified. Only the recharger was returned and analyzed. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the recharger screen was blank. The patient reports that their stimulation stopped, and the patient was unable to connect to their recharger, and that a warning screen was displayed. There was no green light on the desktop charger and that no power could be obtained from it. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.